Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. User facility filed (B)(4) for same incident.

Event description:
It was reported while the doctor was inserting a screw, for internal fixation of a right zygomaticaomaxillary complex fracture, the screw broke and a portion of the screw remains in the patient.